Manufacturer narrative:
A document review of the lot 096990 ((B)(4)) was performed an no particular issues were found. No similar events were reported concerning this lot. The crack is thought to be associated to an improper use: hammer hits were probably down by the surgeon in order to assure a close contact between the cutting guide and the distal cut. Repeated hammer hits could have weakened the instrument, leading to this crack. On the basis of medacta's rick analysis, the failure mode is high unlikely to cause pt harm since, also in case of breakage, the cuts could be performed because the guide is fixed to the bone with the pins, as happened in this case.

Event description:
The block broke when putting it in place. No pt harm; the surgery was completed successfully.